Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noise is occurring in the image and damage to the charged coupled device unit. Based on the results of the investigation there is cause traced to charged coupled device unit failure that lead to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope had horizontal stripe noise during up operation. The issue was found during inspection for use. There were no reports of patient harm.